Event description:
It was reported that the patient experienced fluctuating high blood glucose after a recent supply change, with the daughter unable to identify any issue with the cartridge, connector, or infusion set during troubleshooting and education performed by the agent. Investigation of this case revealed no identifiable device malfunction and the cause of hyperglycemia remained unclear, as the user declined for further follow up. Symptoms included episodes of high and low glucose. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. It was concluded that the event was not confirmed and the root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.